Manufacturer narrative:
After obtaining working views of the aneurysm, numerous attempts were made to catheterize it, using an sl-10 microcatheter and agility 14 microwire. The microwire was insufficiently stable in the broad based aneurysm morphology was unlikely to hold a coil mass without a stent. After artery measurements for stent placement, the prowler select plus microcatheter and agility 14 microwire were used to selectively catheterize the left middle cerebral artery. The enterprise 4.5 mm x 28 mm stent was then backloaded into the catheter. The catheter was then pulled back proximal to the ica terminus/bifurcation. From this point, the stent was unsheathed, by pulling back the catheter and maintaining forward tension on the stent stabilizer. The stent was deployed across the neck of the aneurysm. The microcatheter tip. It was determined at this point that stenting alone would be done in this stage and, that the patient would return for follow-up angiography and possible coil embolization at that time. Left internal carotid artery - multiplanar cranial views: the upper cervical, petrous, and cavernous internal carotid artery appear normal. The ophthalmic artery is visualized and fills normally. There is a transitional aneurysm along the medial aspect of the internal carotid artery that occupies the carotid cave and the supraclinoid artery. There is an indentation along the equator of the aneurysm that likely represents the external dural ring. The aneurysm measures approximately 4.9 mm in length, 3.5 mm in height (subarachnoid component) with a neck measuring 4.7 mm by 3.3 mm. The communicating segment of the internal carotid artery demonstrates an anterior choroidal artery. The ica diameter measures 4 mm in the cavernous segment. The internal carotid bifurcation appears normal with normal filling of the proximal a1 and m1 segments. The distal mca branches fill normally. The distal aca branches fill normally with no crossfilling of the contralateral aca. There is normal opacification of the parenchymal and venous phases. There is no evidence of vasospasm, dissection, aneurysm, or other cerebrovascular anomaly. Left internal carotid artery - 3d rotational angiogram: the widebased left paraclinoid aneurysm is well visualized. These images were used to plan the endovascular intervention. Left internal carotid artery - roadmap for coiling: the microwire position in the aneurysm is unstable, not allowing for catheterization of the aneurysm. The roadmap demonstrates normal filling of the ica and proximal aca and mca. Left internal carotid artery - roadmap for stenting: after measurement of the proximal and distal internal carotid artery, a stent was chosen for deployment. The distal microcatheter tip is seen in the proximal m1 segment of the middle cerebral artery prior to introduction of the stent. The roadmap demonstrates normal filling of the ica and proximal aca and mca. Left internal carotid artery - post-stent: the stent is deployed across the neck of the aneurysm. The filling of the ica and its branches are unchanged. Notably the ophthalmic artery fills normally. The product remains implanted. Additional information will be submitted within 30 days of receipt.

Event description:
The account indicated that during the procedure, there was an issue with opening of the tines of the enterprise stent in the operative report. Mechanical manipulation of the stent was performed with the microcatheter. No clinical consequence was described. Additionally, the account reviewed this case and the conclusion of the discussion was that the patient's prolonged hospital stay was due to exacerbation of her pre-existing multiple medical conditions and social situation.